Manufacturer narrative:
Section b2 - corrected outcomes attributed to adverse event.

Event description:
It was reported by the customer that a pyxis medbank system drawer not opening. The customer stated that the malfunction was occurred when they trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer jammed and did not open. A field service engineer remoted in and restarted the application. Opened the drawer. The system functioned as intended as the field service engineer troubleshooted the device.